Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. Additionally increased pacing threshold measurements were observed. A revision procedure was performed. The device was explanted and replaced for normal battery depletion. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.